Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide, ¿only your healthcare provider can determine and help you adjust your basal rate(s), carb ratio(s), correction factor(s), target bg, and duration of insulin action. Incorrect settings can result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose.¿

Event description:
It was reported that the customer went to the emergency room due to blood glucose (bg) level of 31mg/dl. The customer was given carbohydrates to treat bg level. Customer was released 12 hours later in "stable" condition with bg of 131mg/dl. Reportedly, the pump did not deliver insulin as intended. The customer alleged that "the pump does not pump". Additionally, the pump settings were changed without guidance from a health care professional. Although requested, the customer declined troubleshooting with tandem technical support and continued to use the pump for insulin therapy.